Event description:
Customer reported hospitalization due to kidneys and high blood glucose. Customer thinks his kidneys are shutting down. Customer stated that was hospitalized over the summer for kidney issues. The insulin pump is working fine. The blood glucose reading at the time of the event was over 580 mg/dl. The blood glucose reading dropped to 303 mg/dl then to 41 mg/dl. Customer had hard time breathing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.